Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) revision procedure. Patient is doing well postoperatively. The explanted device was disposed of by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 1 year ago prior to the date the manufacturer became aware.